Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The clinic manager stated that the external leak was visually observed from a crack on the header of the dialyzer. Estimated blood loss was 20cc's. Patient had no adverse effects. Sample is not available; sample was discarded.